Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical, that a consumer rec'd a result of 92 mg/dl on their blood glucose meter. The consumer's spouse drove the end user directly to the hosp because, the consumer felt lower than 92 mg/dl. When the consumer arrived at the hosp approx five mins later, the hosp result on their unk blood glucose meter was 26 mg/dl. It was revealed during the phone call, the customer improperly stores equipment. Rep did educate the customer of proper storage.